Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon did not have any visual defects and looked normal. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional evaluation was performed and the balloon was inflated without problem; however, the balloon would not hold pressure due to three pinholes located in the body of the balloon. This failure is likely due to factors encountered during the procedure, such as the technique used by the physician and/or normal procedural difficulties, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon device was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, an attempt was made to inflate the balloon; however, the balloon was noted to be leaking. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Investigation results revealed that the balloon found a pinhole; therefore, this is now an MDR reportable event.